Event description:
It was reported that during a da vinci-assisted surgical procedure that error 32056 occurred. The site tried to power cycle the system, but that did not resolve the issue. The site disabled arm 1 and completed the procedure with the other three arms. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 1 in order to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported error 32056 was confirmed and replicated. In the system logs, the errors 32056 and 1123 were found indicating the axes controller arm (aca) board in usm1 failed to initialize i2c device pointing towards the yaw searchlight flat flex cable (ffc), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32056 error was triggered indicating fault on the yaw searchlight, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where usm automatic gain control current (agc) was found to be failing on the yaw searchlight ffc. Once testing was completed, the yaw searchlight ffc was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to communication errors from the yaw searchlight ffc located within the usm.